Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a syringe pump module administered an "investigational agent" with a volume of 20 ml and at a rate of 20ml/hr for a total of 60 minutes. The pump module was programmed at a prescribed rate of 20 ml/hr and was verified by a second rn. The infusion ran for 51 minutes. There was patient involvement but no harm.